Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® titanium hexed screws was not returned for investigation. Since the reported products have not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. No preexisting conditions were noted on the per. Additionally, the patient had unknown bone density. The reported devices were located on a bridge between tooth 44 & 46 (fdi) and were used for an unknown duration while the final prosthesis was completed in (B)(6) 2013 (approximately 7 years before the event was reported). The customer did not provide any pictures or x-ray images.this complaint is linked to (B)(4) for the first event where two previous screws fractured at the same site. Although the events were reported together, these will be investigated separately. However, an additional probable cause of the 2nd screw fracture event is as a result of the first screw fracture event, if there was any underlying damage caused to the threads or bridge to affect the screw performance.system (qms) has controls in place to ensure the distribution of conforming product within specifications.a complaint history review by item number (iuniht) was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the related devices related to the reported event. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or devices (unk biomet screws). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for both reported devices.

Event description:
Iuniht x2 - fracture (do not replace).

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog lot number, expiration date and UDI unknown / not provided. Email address unknown / not provided. Manufacturer date unknown / not provided. PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported prosthesis screw fractured.